Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the chair is getting a right side motor fault error code indicating left motor. Provider states the consumer was getting into a van with his chair when it went into this fault and they had to wait for a family member to come and get him out of the van, provider is unaware as to how long the patient had to wait.